Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results in comparison to the laboratory results. Results as follows: patient 1: inratio inr- 5.9, 4.6 and 3.n, laboratory inr 10. The time between testing was less than 5 minutes. Nurse was unable to speak to the technique used. Therapeutic range was not provided for the patient's. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results in comparison to the laboratory results. Results as follows: patient 3: inratio inr- 4.9, 2.n, 1.n, laboratory inr- 2.6. The time between testing was less than 5 minutes. Nurse was unable to speak to the technique used. Therapeutic range was not provided for the patient's. There was no reported adverse patient sequela. There was no additional information provided.